Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Multiple manufacturers were referenced in the article, but with no manufacturer-device/product failure correlation. The gender of the baseline characteristics is male and the baseline age is (B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: comprehensive cardiac esynchronization therapy optimization in the real world. Cardiology journal. 2014;21(3):316-324.

Manufacturer narrative:
(B)(4).

Event description:
A journal article was reviewed which contained information regarding this implantable cardioverter defibrillator (ICD) system. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that patients experienced diaphragmatic capture, and "suboptimal av intervals." The article also reported that medication was added, device reprogramming occurred, and av node ablation procedures had been done. The status of the device and leads is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Event description:
A journal article was reviewed which contained information regarding this implantable cardioverter defibrillator (ICD) system. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that patients experienced diaphragmatic capture, and "suboptimal av intervals." The article also reported that medication was added, device reprogramming occurred, and av node ablation procedures had been done. The status of the device and leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.